Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that two segments of lead were returned. The proximal segment totaled 11.2 cm in length with the distal end being severed and set screw marks were seen on all terminal connectors and spring mark noted on the terminal ring. The distal segment totaled 47.8 cm in length with the proximal end severed and about 12.6 cm of the tri-lumen insulation missing at the proximal end. Further visual inspection showed that the rs- coil was fractured. Two of the three wires were fractured at 6.4 cm and the third wire was fractured at 7.2 cm from the proximal end. The proximal side of the fracture was not returned. Analysis noted that the re-assembly of the returned segments show fractures would be located at 17.2 cm and 18 cm from is-1 terminal pin. The extracting stylet was returned inside the distal segment. Analysis confirmed the allegation from the field.

Event description:
Boston scientific received information that the latitude home monitoring equipment sent an alert for a high out of range pacing impedance measurement on the right ventricular (rv) lead. Around the same time, the patient presented to the emergency room for receiving inappropriate tachycardia therapy. Upon examination the shocks were attributed to reproducible noise and oversensing on the ventricular channel. The lead was explanted three days later due to a fracture. A new rv lead was successfully implanted. No adverse patient effects as a result of the procedure were reported.